Event description:
It was reported that the patient's left hip was revised due to trunnionosis and neck fracture of the stem. Intra-operatively, surgeon noted a moderate amount of black tissue, and liner wear. The stem, head and liner were revised to a competitor stem and head with a stryker poly liner. Rep confirmed that no further information will be released. Update: head disassociation based on revision operative report.

Manufacturer narrative:
Reported event:  an event regarding wear, crack/fracture & disassociation involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cleveland clinic lab reports: "6/28/18 synovial fluid - no growth at 5 days", "6/28/18 surgical pathology - final diagnosis - 3 synovium specimen - revision arthroplasty - fibrous tissue with metal debris, no acute inflammation, right hip hardware - gross only." No clinical or pmh, no patient demographics, no operative reports, no imaging studies, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case.  -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: : there have been no other similar events for the reported lot.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis and neck fracture of the stem. Intra-operatively, surgeon noted a moderate amount of black tissue, and liner wear. The stem, head and liner were revised to a competitor stem and head with a stryker poly liner. Rep confirmed that no further information will be released.